Event description:
It was reported that the single chamber implantable cardioverter defibrillator (ICD) device exhibited an alert for a high out of range shock impedance measurement greater than 200 ohms on the right ventricular (rv) lead in the triad vector. The shock impedance at implant was noted to be 40 ohms and had been in the 35 ohms to 40 ohm range. Boston scientific technical services (ts) suggested to bring the patient into the clinic to evaluate the shock impedance breakdown of each vector. The products remain in-service. No patient symptoms or adverse patient effects were reported.